Event description:
It was reported that patient presented to clinic for follow up. Device interrogation revealed high pacing impedance on the left ventricular (lv) lead; lv lead fracture was suspected. On (B)(6) 2025, the physician elected to cap and replace the lv lead. The patient was stable following the procedure.